Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -the excessive pressure alarm was generated due to a failure of the cr board. -the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the following from the investigation. -the main board was out of order. -there were no abnormalities inside the device other than the reported event. -the device was not returned to omsc. From the above, the reported event was caused by a failure of the main board. However, the cause of the failure of the main board could not be identified because the device was not returned to omsc and there was no abnormality inside the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the device continued to sound the excessive pressure warning. The procedure for inspection related to the device was completed with the device without delay of more than 15 minutes. There was no report of patient injury associated with the event.